Event description:
Reporter indicated that revision surgery was performed because the pt's generator had migrated. Further info revealed that the pt has now, two years following the revision surgery, had the device explanted due to the migration. The pt also reported that they wanted a smaller generator. It was further reported that the device likely migrated because the pt is a boxer and works with big animals.